Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer arm was not holding even after tightening it fully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The DHR for the reported failure "mechanical issue" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The acrobat-I stabilizer device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence was observed. There were no defects or failures were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer arm was not holding even after tightening it fully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.